Manufacturer narrative:
(D10) concomitant devices: 300-62-03 - stemless humeral comp integrip, cage, sz 3: (B)(6). 310-60-53 - stmlss humeral head xtr sht, 53mm (beta): (B)(6). 314-13-24 - equinoxe cage glenoid l, post aug, left: (B)(6). The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A review of manufacturing data was unable to be performed as the lot information of the product involved in the event was not available. A review of complaint history was unable to be performed as the relevant device and event information was unknown. A definitive root cause was unable to be determined; however, may have resulted from the septic glenoid loosening and loss of range of motion as reported. However, the series of events and contributing factors to each cannot be confirmed and any potential contributions from user or patient-related contributing factors to the event cannot be evaluated as no radiograph, images, or clinical information was provided. According to the reported details, there was likely no infection present at the time of revision. The reason for the septic loosening cannot be conclusively determined; however, it may be related to an underlying patient condition. A review of the sterile certificates was performed for all components. All lots were accepted to the requirements. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported via a clinical equinoxe shoulder study, that a patient, who had an initial left shoulder implanted with exactech devices, developed worsening shoulder pain w/out inciting an event on an unknown date. X-rays demonstrate glenoid loosening and osteolysis around the stemless component. The patient had a subacromial corticosteroid injection. Relative rest, activity modification, and nsaids were prescribed. Outcome is continuing. The patient is considering revision surgery. The study indicates that this is definitely not related to the devices or the procedure. No further information known.